Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states the pad has the metal showing through. (P/n (B)(4))